Event description:
Device 1 of 2. Reference MFR report #1627487-2014-03712. It was reported the patient's right leg is sore and weak following his permanent procedure. As of (B)(6) 2014, the issues have improved. The patient is to have an emg as the next course of action.

Manufacturer narrative:
UDI (di): (B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.